Event description:
It was reported that the patient developed an infection at the pod¿s infusion site (leg), while wearing the device for longer than 48 hours. Upon removal of the pod from the infusion site the patient reports having purulent discharge and a foul smell. Once at urgent care the patient was diagnosed with a staph infection at the pod infusion site as well as strep throat after the patient had been swabbed. The patient was treated with the an oral dose of clindamycin. The patient was prescribed clindamycin. The patient reports they were at urgent care for several hours.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release. Product: asm, sterile 5-pack pod, omnipod 5 dexcom g6 revised, product family, omnipod 5 pod, quantity being returned, 0, cloud - locked down/smartphone, lockdown, cloud - omnipod 5 software app version, 3.1.1, cloud - smartphone operating system, n5004l-am-q-mv01602-06-01.06, cloud - smartphone hardware, n5004l, cloud - cgm sensor type, g6.